Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call issues with their insulin pump. Customer's blood glucose level was 267 mg/dl. Customer treated their blood glucose with manual injection. Customer received a no delivery alarm and resolved the issue by changing out their set. Customer advised when they removed their set it had blood on it. Customer was advised that a capillary was hit and that is what caused the issue. Customer was advised replacement infusion sets will be sent out since they wasted a few. Customer performed the high pressure test and failed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.